Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that an I-stat 1 analyzer was uncomfortably hot to touch in the battery compartment area. Based on the info available at the time, there were no injuries associated with this event.